Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report of needle retraction issues could not be confirmed from the photograph that was provided for investigation. The photo showed only the product packaging and label. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: on two separate occasions. Has experienced the needle not retracting with our IV catheters. I have attached a photo of the packaging. Date of complaint: (B)(6) 2025. Customer responded on (B)(6). Fortunately, no patient harm! Unfortunately, we did not keep any physical samples.